Event description:
The left side the guidewire started to unravel with the tip still in the vein itself as I was trying to guide it into the vein while changing the angle of the needle in case I was hitting against the wall of the vein. I removed the introducer needle so that the guidewire was not snagged on the bevel of the needle and then tried to remove the guidewire. After some initial resistance I was able to get the guidewire out of the vein and verified that the tip had been removed. We kept the faulty guidewire so that the incident could be communicated to the manufacturer.